Event description:
A customer contacted beckman coulter inc. (Bci) in regards to accusense electrode leak on the synchron cx3 delta clinical system.no injury was reported for this event.

Manufacturer narrative:
Hotline assisted the customer in discovering that the glucose electrode was not tightly screwed in place post maintenance, which is the cause of the leak.